Manufacturer narrative:
This serves as a correction to MDR follow up #1. The PMA/510k date received by mfg was incorrect, the correct date is (B)(6) 2019.

Event description:
A nurse reported a customer experienced scanning difficulties (scan timeout) using his adc freestyle libre sensor, which prevented a reading from being displayed. It was further reported the customer ¿stopped treatment of his diabetes every time the adc freestyle libre reader did not produce a result, after three attempts¿. Caller noted this issue occurred with multiple sensors (other events reported separately) and the customer would be treated with insulin or glucose as appropriate. It was further reported that the nurse who assist him every morning at his home would have to ¿reshape him¿. The caller was unable to provide specific dates/time or details regarding the exact medical treatment provided in relation to the reported sensor. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for all freestyle libre sensor within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dhrs (device history review) for the freestyle libre reader were reviewed and the DHR showed the freestyle libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the freestyle libre sensor, and the investigation did not find any non-conformances with the product. That the design continues to prove robust, the manufacturing process remains in control, and the product functions as intended. The serial number of the customer¿s freestyle libre reader is determined to be valid. Therefore, all review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A nurse reported a customer experienced scanning difficulties (scan timeout) using his adc freestyle libre sensor, which prevented a reading from being displayed. It was further reported the customer ¿stopped treatment of his diabetes every time the adc freestyle libre reader did not produce a result, after three attempts¿. Caller noted this issue occurred with multiple sensors (other events reported separately) and the customer would be treated with insulin or glucose as appropriate. It was further reported that the nurse who assist him every morning at his home would have to ¿reshape him¿. The caller was unable to provide specific dates/time or details regarding the exact medical treatment provided in relation to the reported sensor. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of the event is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse reported a customer experienced scanning difficulties (scan timeout) using his adc freestyle libre sensor, which prevented a reading from being displayed. It was further reported the customer ¿stopped treatment of his diabetes every time the adc freestyle libre reader did not produce a result, after three attempts¿. Caller noted this issue occurred with multiple sensors (other events reported separately) and the customer would be treated with insulin or glucose as appropriate. It was further reported that the nurse who assist him every morning at his home would have to ¿reshape him¿. The caller was unable to provide specific dates/time or details regarding the exact medical treatment provided in relation to the reported sensor. There was no report of death or permanent injury associated with this event.